Event description:
A malfunction alarm was reported with a code displayed as malf 0. There was no reported impact to the customer¿s blood glucose level. Customer received assistance from technical support to reset the pump, the malfunction code did not recur, and the customer was instructed to continue using the pump and to call back if any issues arise again.